Event description:
On 10/17/2025, a facility notification was received via email regarding the pmcf study. The facility representative reported that a healthcare professional indicated fixation was not successfully achieved due to loosening. The healthcare professional also reported that the fixation failure was treated with revision surgery. The occurrence date was (B)(6) 2025. The affected device was a pushlock suture anchor, used to treat a rotator cuff lesion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed per the cetas healthcare survey document provided, and no evidence of the reported failure was provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event.